Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 2.75 x 12mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Visual examination identified the stent was not returned. The device was returned with no stent attached. The stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement. A visual and tactile examination identified no issues with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic examination of balloon cones was reviewed, and no issues were noted. Crimp markings were visible on the balloon. Bumper tip showed no signs of distal tip damage. Updated the following. A2: age at time of event and unit of measure - age, a3a: sex, and a3b: gender.

Event description:
It was reported that stent dislodgement occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the right coronary artery. After the vessel was prepped properly, a 2.75 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, due to calcific disease and tortuosity of the vessel, the stent could not be advanced to the target lesion. The undeployed stent was removed, and it was then noted that the stent was no longer on the balloon. Angiography was performed and it was confirmed that the stent was left in the coronary unintentionally. The physician wired the loose stent and inflated a balloon to secure it, and then removed it all as one unit. A new stent of the same size was used to complete the procedure successfully. No patient complications were reported, and the patient was fine post-procedure. The initial reporter also submitted a copy of this event or report to food and drug administration (FDA).

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 2.75 x 12mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Visual examination identified the stent was not returned. The device was returned with no stent attached. The stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement. A visual and tactile examination identified no issues with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic examination of balloon cones was reviewed, and no issues were noted. Crimp markings were visible on the balloon. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that stent dislodgement occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the right coronary artery. After the vessel was prepped properly, a 2.75 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, due to calcific disease and tortuosity of the vessel, the stent could not be advanced to the target lesion. The undeployed stent was removed, and it was then noted that the stent was no longer on the balloon. Angiography was performed and it was confirmed that the stent was left in the coronary unintentionally. The physician wired the loose stent and inflated a balloon to secure it, and then removed it all as one unit. A new stent of the same size was used to complete the procedure successfully. No patient complications were reported, and the patient was fine post-procedure.

Event description:
It was reported that stent dislodgement occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the right coronary artery. After the vessel was prepped properly, a 2.75 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, due to calcific disease and tortuosity of the vessel, the stent could not be advanced to the target lesion. The undeployed stent was removed, and it was then noted that the stent was no longer in the balloon. Angiography was performed and it was confirmed that the stent was left in the coronary unintentionally. The physician wired the loose stent and inflated a balloon to secure it, and then removed it all as one unit. A new stent of the same size was used to complete the procedure successfully. No patient complications were reported, and the patient was fine post-procedure.